Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged battery clip, was confirmed. Fluid ingress damage to the returned clip was found. Dried fluid residue was on the contact block and bottom portion of the clip. Some of the fluid also leaked into the battery release mechanism; the release mechanism was not functioning properly. The contact block pcb was damaged by the fluid ingress. The rsoc and positive voltage lines on the contact block pcb assembly were damaged and corroded on the pcba. Power disconnect alarms occurred when the clip was operationally checked. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas patient handbook. Maintenance of heartmate clips periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a broken battery clip. The battery clip was exchanged and returned for evaluation. No additional information was provided.